Event description:
A male underwent evar in 2007. The pt's anatomical form was considered suitable for aaa repair. The procedure was conducted as labeled. A type I endoleak was noted during the procedure. Another MFR's stent was placed at the proximal portion of the main body graft and the contralateral iliac leg graft. The resolution of the endoleak was observed. Nine days later, pt was discharged with the diameter of the aneurysm being 42 mm (-3mm) and no endoleak was observed. Approx six months later, a f/u was performed and the aneurysm diameter was 45 mm (+3mm) and no endoleak observed. In 2008, a f/u was performed and the diameter of the aneurysm was unk and no endoleak was observed. The pt has shown recovery.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. The device remains implanted and no images were provided to assist in this investigation. At this time, we are unable to determine the root cause of the endoleak from the info provided. However, we have notified the appropriate individuals and we will continue to monitor for similar events.